Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, loss of capture was observed on the right ventricular (rv) and left ventricular (lv) leads. Diagnostic imaging was performed and confirmed that the rv and lv leads were dislodged. The lv lead was capped and replaced. The device was reprogrammed to address the loss of the capture on the rv lead. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2017-32773.